Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was 140mg/dl at the time of call. Trouble shooting was performed and found alarm for low sensor glucose of in the 70mg/dl's and the blood glucose value was 140 mg/dl difference is not within target range of glucose difference and insulin delivery was suspended due to sensor value. The product will not return for analysis.